Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is merk. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4)has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that failure to deliver occurred during use with a organon follistim pen® 2nd gen pen ii. The following information was provided by the initial reporter: "patient reported she does not think the follistim pen delivered full dose. Patient has the 300iu cartridge and was injection 75 units daily for 4 days. Md increased dose to 100 units and there was still enough medication in the cartridge for one dose."

Manufacturer narrative:
H.6. Investigation: bdm-ps could not perform a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections since the batch number is unknown. Since the sample was not received and the lot history is unknown, investigation cannot be performed as a sample is required to investigate further. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that failure to deliver occurred during use with a organon follistim pen® 2nd gen pen ii. The following information was provided by the initial reporter, "patient reported she does not think the follistim pen delivered full dose. Patient has the 300iu cartridge and was injection (B)(4) units daily for 4 days. Md increased dose to (B)(4) units and there was still enough medication in the cartridge for one dose."